Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform displacement test and pump self-test due to lcd physical damage. Cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 10mmol/l. Customer reported broken pump due to device being dropped. The customer was advised we are replacing the pump.